Event description:
It was reported that the patient was implanted an unknown humeral stem (exact catalogue number unknown) on (B)(6) 2014. On (B)(6) 2014, it was noticed that the humeral cup was coming lose from the humeral stem. Finally, a revision surgery was conducted on (B)(6) 2015. Note: this patient was previously reviewed on (B)(6) 2014 and this event was reported in 9613350-2014-04044 ((B)(4)) and in 1822565-2014-01440 ((B)(4)).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As not lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).